Event description:
It was that during a laparoscopic appendectomy procedure, the device partially fired and then would not fire at all. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail. However, it is possible that the device was fired on thicker tissue than indicated or attempted to be fired through a locked reload in previous firings. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.